Event description:
It was reported that the customer's insulin pump was alarming with failed battery test. Furthermore, it was reportedly taking two to three battery changes before the alarm would not be received. Customer's blood glucose had gone between 14 and 16 mmol/l. Troubleshooting could not be performed at the time of the report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.